Manufacturer narrative:
The reported complaint of "the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during functional testing and based on the review of the archive data. The root cause of the ua07 error was the defective load cell module 2. The broken front enclosure and defective load cell were likely attributed to mishandling such as a drop. Visual inspection of the returned autopulse platform was performed. The front enclosure was observed damaged with broken screw fittings, unrelated to the reported complaint. The observed physical damage appeared to be the characteristics of harsh impact as a result of user mishandling. The front enclosure was replaced to address the issue. A review of the archive data was performed and showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error messages to have occurred on the customer's reported event date; thus, confirming the reported complaint. Further review of the archive data indicated that on the customer's reported event date, the autopulse platform was powered up a couple of times with ua12 (lifeband not present) error messages, unrelated to the reported complaint. The ua12 error was cleared by the customer and was not replicated during functional testing. User advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended action to take for this type of user advisory is: ensure that the band clip (underneath the device) is properly seated in the driveshaft and can freely rotate after insertion. Functional testing failed due to the ua07 error message displayed upon powering up the platform; thus, confirming the reported complaint. The load cell characterization test results confirmed load cell module 2 was defective, and it was replaced to address the ua07 error. During further functional testing, the belt switch assembly was evaluated as a possible root cause for the ua12 error, which was observed in the archive data files. However, the belt switch assembly was observed within the specification. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for autopulse platform with serial number (B)(4). Ccr (B)(4) was reported on 06 april 2020, and load cell 2 was replaced to remedy the fault.

Event description:
It was reported that the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. Patient use information was requested, but no additional information was provided; therefore, patient use is unknown.